Manufacturer narrative:
Additional pro code selection that applies to the indication of this device: nhl.

Event description:
It was reported that during stage one of the deep brain stimulation (dbs) lead implant procedure that the patient experienced a left hemisphere brain bleed. The procedure was aborted. The patient remained in the intensive care unit and was stable. The lead was not implanted but was retained by the facility and was not returned.